Event description:
Pt called from home reporting high watt alarms. Watts 5.3 at the time of call. Pt also stated that he was having flows as high as 10.0 and also reported that he could feel the vad pulsating. Pt was instructed to come the (B)(6) to be admitted. Ldh on admission 1005. Pt taken back to the operating room for an emergent exchange on (B)(6) 2016.